Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced severe hypoglycemia with a lowest confirmed fingerstick glucose of 23 mg/dl while the cgm displayed a higher value, and ems treated the event at home with IV fluids, oral carbohydrate, and glucose gel; no hospital admission occurred, and the medical device problem and device component could not be specified due to insufficient information. Symptoms included confusion/disorientation, diaphoresis, and fatigue. Outcomes included an unexpected medical intervention where medication and treatment were required. Investigation included communication and interviews with the patient and analysis of information provided by the user/third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.